Manufacturer narrative:
Corrected data: section b2: life-threatening checked section h6: health effect - clinical code and health effect - impact code corrected manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that in clinic on (B)(6) 2024, the patients driveline culture was positive for methicillin-resistant staphylococcus aureus (mrsa). The patient was on chronic cefadoxine and doxycycline. And finished a course of bactrim on (B)(6) 2025. The center was planning on then performing incision and drainage. The onset of the infection was reported under MFR # 2916596-2024-04400.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.